Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent direct stenting of the first diagonal with a xience v stent and stenting of the pre-dilated proximal lad with two xience v stents. In 2009, the pt expired. The cause of death was not reported. There is no additional info available.

Manufacturer narrative:
The other (2) xience v stents are being reported under the same MFR#.